Event description:
It was reported that following the rf procedure, the pt experienced more pain than pre-procedure and she was experiencing nausea, vomiting, and was admitted to the hosp. The pt rec'd pain medication to manage the pain. The pt has been released from the hosp and is still getting relief from pain medication.